Manufacturer narrative:
The incident had occurred upon completion of a patient's procedure. The doctor confirmed that no serious injury was associated with this incident; the broken part did not contact the patient or any employees. A visual and physical evaluation of the returned unit confirmed the complaint. Insufficient adherence of the fan to the fan housing was the root cause of the event.

Event description:
A doctor alleged that a fan blade had separated inside the optilux 501 and had ejected from the back of the unit.